Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture diagnosed by ultrasound. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo evaluation: visual analysis of the photographs identified: device patch with lot number 2534720. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
The device has been explanted.